Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii and "olive oil sign".

Event description:
Healthcare professional reported a left side capsular contracture baker grade unknown, nodules, and "olive oil sign" observed in the left breast implant. Healthcare professional later reported the baker grade to be iii confirmed via MRI. Device remains implanted.